Event description:
It was reported that the device was adjusted for diaphragmatic stimulation. The left ventricular (lv) lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: 6947m62 lead, implanted: (B)(6) 2014; 5076-52 lead, implanted: (B)(6) 2014. (B)(4).